Manufacturer narrative:
The event occurred around (B)(6) 2013. Lot number for handle: dd0110f2. Lot number for head: dd0111h2. Manufacturing date for handle: 04/20/2010. Manufacturing date for head: 04/21/2010.

Event description:
Consumer reported she chipped her tooth while using the toothbrush.